Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, evidence of bio-burden was observed indicating previous clinical use. The blade was returned fractured. The fractured/distal tip portion of the blade was not returned for investigation. The device inspection indicated that the complaint was confirmed for the reported failure mode(s). A review of the DHR supports that the device met all inspections and test criteria prior to release from stryker. The reported event could be attributed to: too much force or torque applied to instrument, or grasping/pulling. Keeping clamp arm open when backcutting or while blade is active without tissue between blade and tissue pad. Incidental and prolonged activation against solid surfaces, such as bone, metal or plastic. The instructions for use (IFU) state: verify compatibility with generators. Use device only with ethicon endo-surgery generator g11 (gen11) software version 2018-1 or later. Software revision can be found under ¿system information¿ in the generator g11 (gen11) ¿settings¿ menu. Refer to the generator g11 (gen11) operator¿s manual for more information. Avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in scratches on the blade, cracked or broken blades and premature blade failure. Audible high-pitched ringing, resonating from the blade, is an abnormal condition and an indicator that the blade is not operating properly. This may result in abnormally high shaft temperatures and user or patient injury. Do not attempt to bend, sharpen, or otherwise alter the shape of the blade. Doing so may cause blade failure and user or patient injury. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this occurs, there may be an instrument failure, and the generator touchscreen displays a troubleshooting message. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the harmonic device kept firing when it was not being activated and the activation tone was heard while not in use. As reported, staff reset the generator and re-plugged in the device and it was still not working. There was no patient injury or medical intervention and extended procedure time reported was five minutes. These are commonly used devices that are readily available.